Event description:
A cartridge alarm was reported by the caller, with the customer's blood glucose level displaying as "high." The customer addressed this by administering a correction bolus via the pump. Tandem technical support resolved the issue by arranging for a replacement pump to be sent to the customer, along with instructions on setting the problematic pump to storage mode and returning it. The customer understood and acknowledged the instructions provided.